Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mobility issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the floppy end of the glidesheath slender wire for access. The patient was in good condition and the procedure outcome was good. There was no patient injury/medical or surgical intervention required. Additional information was received on 10dec2020. Upon access with needle, the wire that was included in kit would not advance through the needle into the artery. The procedure being performed was a cardiac catheterization. The issue was resolved by using another glidesheath slender kit. The patient was in stable condition.